Event description:
Additional information received from the patient reported that they had trouble charging their device for the past 9 months. The patient was sent a part by the manufacturer and was confused by the instructions as they had no idea how to ¿set up.¿ further information received from the patient on (B)(6) 2016 reported that they still had issues recharging. An antenna locate (al) feature was performed successfully and the patient had full coupling. The patient was able to successfully recharge the ins and was able to connect with the programmer. The patient mentioned underlying issues and after a short while they had no coupling. It was noted that several months ago, the nurse at the managing physician¿s office told the patient that they would likely need to have the pocket revised. The patient stated that they had ¿issues with being able to get good coupling¿ since after the first month of being implanted (approximately (B)(6) 2015) and had gotten progressively worse over time. They had tried to use a ¿binder¿ to charge and it worked with and without the belt. It was stated that the recharger belt just did not get enough slack to attach it right so they did not use it. Adhesive disks were ordered for the patient and the instructions made no sense which may have been why it didn¿t work (the patient though the adhesive disks were to keep the ins in place). It was reviewed with the patient how to use the disks as they were to be used to keep the antenna in place. The patient stated that it took them and his wife 30-40 minutes. It was noted that the manufacturer¿s representative was aware of the coupling and the ins moving issues. The patient last saw the representative 2 weeks ago and they were unable to interrogate the device with the clinician programmer so they did fluoroscopy (nothing was said to the patient about the placement or what was found). The patient did not think the device was flipped and that it was generally in the right place. However, the patient did reported that the ins moves ¼ to ½ to an 1/8 of an in any direction and that the issue was getting significantly worse in the last 3-4 months. The issue with the ins moving was noted as sudden and coincided with their recharging issues. The patient was to see their doctor and the representative on (B)(6) 2016 to discuss the issue and to consider seeing a surgeon for an intervention consult.

Manufacturer narrative:
Date of event was reported as "2016 ((B)(6))."

Event description:
Information received from the patient reported that they had difficulty recharging their implantable neurostimulator (ins). They could get ¿all the bars¿ but could not maintain them. If the patient took a breath the bars went to zero. It took them 1 to 1.5 hours to try to charge and get 5 coupling bars. The patient did not use the recharger belt but said if they were desperate, they will use the abdominal support to help which was not always successful. Repositioning the antenna did not resolve the issue. Recharging best practices were reviewed with the patient. An antenna locate (al) was not attempted as the patient did not have the equipment with them. Adhesives discs were ordered for the patient to try. The patient stated that they were with the manufacturer¿s representative 3 months ago where fluoroscopy was used to find the device. It was noted that the ins battery had moved ¿a fraction of an inch¿. The representative was going to recommend having the ins replaced because of the issues the patient was having. Follow up information received from the representative on aug. 24, 2016 reported that they were not present or aware that the x-ray was done. The physician informed the representative that the ins was not flipped and did not appear to have moved. The indication for use for the implanted device was noted spinal pain.

Event description:
Additional information was received from a manufacturer's representative. The patient had a reprogramming session at a medical center on (B)(6) 2016 where the manufacturer's representative had visited them. The patient at that time notified the representative of a coupling issue, but did not state the ins had shifted during the appointment. At the appointment, the representative was able to interrogate the patient's ins with no issues. Connectivity was great and they were able to reprogram the device. Impedances were fine. The battery status of the ins was good. No coupling issues were experienced with the patient's ins, though it was noted the patient's adhesive tape was applied incorrectly to the recharger antenna. The white wax paper on the adhesive was left on the adhesive that was applied to the antenna. This was removed and 8 out of 8 coupling bars was achieved each time recharging was attempted. The patient was able to reproduce proper coupling and was satisfied with the results at that time. The patient had not used the belt during recharging, stating that it did not sit correctly on their anatomy. Additional follow-up received from the patient indicate d that the issue with maintaining coupling bars was resolved with using the adhesive disc. Further steps take to resolve the coupling bars and battery having moved included that they had made an appointment to see implant surgeon in first post-op follow up since implant. It was unclear when this appointment had occurred or would occur. Regarding circumstances of the battery having moved, it was reported that immediately post-op, the implant had felt and was seen to not be square in the sub-dermal pouch. One edge of the implant stuck up on the suture line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.